Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported image issue could not be determined, however, the issue was likely the result of physical stress applied to insertion section during user handling/mishandling causing an electronic component malfunction and the suggested event temporarily occurred at the user facility. The event can be detected/prevented by following the instructions for use (IFU) which states: important information: please read before use precaution for disappeared or frozen endoscopic image; warning follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera bronchofibervideoscope exhibited an image issue during preparation for use. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was not confirmed/reproduced. The following additional findings were revealed: image guide was broken on image; insertion tube had dents; control body had minor scratches on grip; and there was a customer label on control body and scope connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility